Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: when securing/sewing the arterial line to the patient, the physician reported that the needle broke. The entire needle was removed and there was no reported patient harm or consequence from the incident.

Event description:
It was reported that: when securing/sewing the arterial line to the patient, the physician reported that the needle broke. The entire needle was removed and there was no reported patient harm or consequence from the incident.

Manufacturer narrative:
(B)(4). The report of a broken suture wing was confirmed through complaint investigation of the returned sample. The customer provided one im-age. Visual analysis revealed that the suture needle was separated. The customer returned one suture needle assembly and a lidstock for analysis. No definite signs-of-use were observed. Visual analysis re-vealed that the suture needle was separated towards the proximal end. Microscopic examination revealed that the point of separation was rough/jagged. Based on the customer report, the sample received, and the comments from r & d, this is likely a supplier defect. Further in-vestigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Tele-flex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: when securing/sewing the arterial line to the patient, the physician reported that the needle broke. The entire needle was removed and there was no reported patient harm or consequence from the incident.